Manufacturer narrative:
Updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (device code, type of investigation). The power adaptor was sent to our technical service center for a full evaluation. As received, from visual inspection, it was observed the cable that connects to the ppc was broken exposing the internal wires. The cover was disassembled to check the adapter itself but no other issue was found. When the cable is connected to the mains, sparks occur due to the open connection of the internal wires. Complaint of "sparks" is confirmed due to the physical damage of the cable. No further evaluation is possible due to the damage of the cable.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusion). Further evaluation was performed by the engineers in the manufacturing site. The device was returned due to allegation of smoke, sparks or fire was evaluated. During product evaluation, broken cord exposing the internal wires was found. No further testing could be done. The potential root cause is consistent with electrical component failure. No manufacturing or design failure could be related. Edwards will continue to review and monitor all events.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient of this ev1000 power adaptor, it did not power the device. During troubleshooting by the sales representative at the biomedicine department, there were sparks when trying to disconnect the cable. In addition, it was noticed that the cable connector was physically damaged, leaving the wires exposed. There was no allegation of patient injury nor consequences for the clinical staff. The device was available for evaluation. No patient demographics available, since there was no patient involvement during the sparks event.